Event description:
On (B)(6) 2020, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, during a nursing home visit, it was discovered that the intestinal tube and peg tube were stuck together and despite the nurse's repeated attempts to connect y connector to peg tube, it was not possible since the intestinal tube was protruded. The peg tube had no patency and the peg and intestinal tube must be replaced. During endoscopy to replace the tubing, a pre-buried bumper syndrome was found and instructions were given so it didn't worsen.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.